Manufacturer narrative:
The subject device remains implanted.

Event description:
It was reported that during procedure, two stents were deployed and a thromboembolic complication occurred. Medical treatment was prescribed (exact treatment unknown). There were no clinical consequences to the patient.

Event description:
It was reported that during procedure, two stents were deployed and a thromboembolic complication occurred. Medical treatment was prescribed (exact treatment unknown). There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, thrombosis is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.